Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 669mg/dl. Customer tried to address elevated bg by bolus via the pump, however, an occlusion reoccurred. Customer declined to continue troubleshooting the elevated bg and alarm. No additional information was provided.